Event description:
Tunneler broke off introducer of medcomp split cath 111 catheter set (ref aspc32-3). Second catheter opened onto sterile field. Purchasing notified to obtain credit for device. Device saved in biohazard bag.